Event description:
During an endoscopic procedure, the physician used a cook endoscopy 6 shooter saeed multi-band ligator. During ligator band deployment, two ligator bands deployed simultaneously. The procedure was completed successfully with this product. A pt death or injury did not occur due to this observation. Several attempts were made in an attempt to collect additional information regarding pt impact and product usage. The complainant did not specify if the pt experienced any adverse effect or required additional medical procedure due to this event.

Manufacturer narrative:
The information in this report was provided to us by the cook facility in (B)(4) on behalf of a medical facility in (B)(6). (B)(4). Eval: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for eval. One unused device from the medical facility's shelf stock (not from the lot number said to be involved) was returned for evaluation. During our laboratory analysis, the product was loaded onto an endoscope that has an accessory channel that is 2.8mm in diameter. The bands deployed appropriately. A discrepancy or anomaly that could have contributed to premature band deployment was not observed during our laboratory analysis of the unused product. After a review of the device history record for a lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the products from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. The unused product functioned as intended. Therefore, a definitive cause for the reported observation could not be determined. The instructions for use direct the user to place the endoscope tip in a straight position during the loading process. Loading the barrel and trigger cord with the endoscope tip curved can contribute to premature band deployment. Premature band deployment can occur if care is not exercised while loading the device onto the endoscope. The instructions for use direct the user to slowly rotate the handle clockwise to wind the trigger cord onto the handle spool until it is taut. The instructions advise the user that care must be taken to avoid premature band deployment when winding the trigger during system preparation. Premature band deployment can also occur if the handle is placed in the firing position before the endoscope is in place inside the pt. The instructions for use direct the user to keep the handle in the two-way position prior to introducing the endoscope. After intubation, the instructions for use direct the user to place the handle in the firing position. Rapid rotation of the ligator handle can contribute to premature band deployment. The instructions for use direct the user to maintain suction and deploy the band by rotating the handle clockwise until band release is felt. During the procedure, endoscopic suction is applied to the banding site to properly place a ligator band. Premature band deployment can also occur if the handle is rotated before maintaining suction on the banding site. The instructions for use advise the user to maintain suction while deploying the band. If the ligator handle is in the firing position while the endoscope is straightened, this can result in premature band deployment due to tension on the trigger cord. The instructions for use direct the user to place the handle in the two-way position before straightening the endoscope. The instructions for use direct the user to remove the endoscope and attach a new ligator if more bands are required. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because this report could not be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.